Event description:
It was reported that a high blood glucose level was displayed, but the specific value was unknown. The customer took corrective actions by bolusing via the pump and changing supplies, and no further assistance was required.